Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt in cardiac arrest, the device's sync-output time is incorrect. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.